Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) installed new batteries then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a service/test performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) arrived with the batteries missing. There was no patient involved and no adverse event was reported.